Event description:
It was reported that during a sling procedure, the doctor perforated the patient's bladder twice while passing the trocar. There were no problems with the product, the doctor just made his stab incision a bit too medial. After passing the trocar more laterally, everything went well. The patient is currently doing very well and no further complications have been reported.